Event description:
It was reported that there was an electrode extension problem. The patient had had surgery 2 years prior to the date of this report for implant of the implantable neurostimulator (ins). Operative report had said ¿failed deep brain stimulator (dbs).¿ the electrode extension was the problem. It had failed 3 times before it was successful.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID 3389s-40, lot# v805902, implanted: (B)(6) 2012, product type: lead. Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. (B)(4).